Event description:
It was reported that during implant the implantable cardiac monitor (icm) was unable to detect signal. The device was explanted and replaced. No patient complications have been reported as a result of this event.